Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.

Event description:
During the procedure, the catheter was connected to the ensite system; however, the following message was displayed on the screen: "catheter is intended for single use only." Three catheters from the same lot were connected and all of them displayed the same error message. A fourth catheter from a different lot number was connected which resolved the issue. The procedure was complete with no adverse patient health consequences.